Event description:
It was reported that the patient had no access to sound after cleaning the ear due to a local infection. During revision surgery the conductor link was found cut. The patient was re-implanted with a new vorp.

Manufacturer narrative:
Conclusion: device investigations revealed damage to the conductive link. The pattern of this damage seems indicative for having been caused by a mechanical overload of the lead. According to the patient report, following an ear cleaning procedure, the patient was no longer able to hear with the device. It is suspected that the device was accidentally damaged during this procedure. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
It was reported that the patient had no access to sound after cleaning the ear due to a local infection. During revision surgery the conductor link was found cut.

Manufacturer narrative:
No UDI available. The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.